Event description:
After 1+ years of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
(B)(4), 2012.since the device was not returned, the production history and sterilization records were reviewed.the records show the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.